Event description:
A rusch brilliant pediatric foley catheter broke at the y connector during use in one pt. The catheter used is a #6 french size 100% silicone 2-way with integral stylet. The balloon was deflated and the catheter was out of the bladder when the pt was checked. There was no pt injury.